Manufacturer narrative:
Date returned to manufacturer: return date added.

Event description:
It was reported that high, out of range, hv lead impedance was noted. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4). Degradation of the optim sheath was noted at 18.0-20.0cm from the connector pin. A fracture of the rv conductor was found at 3.0cm from the end of the df-1 connector pin consistent with fatigue. This fracture is consistent with the observation from the field of high hv impedance.

Event description:
Correction: insulation fracture was also noted. New information received indicates that oversensing was observed.

Manufacturer narrative:
Correction: a fracture of the rv conductor was found at 3.0cm from the end of the df-1 connector pin consistent with fatigue. This fracture is consistent with the observation from the field of high lead impedance and oversensing. (B)(4).

Manufacturer narrative:
(B)(4).